Manufacturer narrative:
(B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Lab values indicate elevated metal ions level post revision for com (B)(4). No second revision has been provided. The stem is reported on com (B)(4) and the liner is a poly liner. A femoral head is being reported.

Manufacturer narrative:
Pfs and medical records received. Lab values indicate elevated metal ions level post revision for (B)(4). No second revision has been provided. The stem is reported on (B)(4) and the liner is a poly liner. A femoral head is being reported. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.